Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The controller event log file contained events from 11jun2024 at 21:07:22 to 12jun2024 at 16:26:29, per the timestamps. The log file captured low flow alarms on between 16:18 and 16:22 on 12jun2024 in the setting of elevated pi. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU lists other neurological event (not stroke-related) as a potential adverse event which may be associated with the use of heartmate 3 lvas. This document also states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists other neurological event (not stroke-related) as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ also lists neurological dysfunction as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a low flow alarm occurred associated with altered mental status. The flows returned to normal. Log files were sent for review. The event log file captures low flow estimates and multiple low flow alarms throughout the log files on 12jun2024. The estimated flows were averaging from 0.9 to 2.4 lpm and pulsatility index (pi) was averaging from 6.5 to 11.1 during these events. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mcs equipment was operating as intended electronically and mechanically.